Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 31 mg/dl at the time of the incident. The customer was treated with food. The customer also stated that the insulin pump had the motor arm cannot communicate with the main arm and software error detected. Customer was able to clear the alarm and able to rewind insulin pump. The customer stated that the auto mode feature was active. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No bolus anomaly noted during testing. Pump error 53 alarm and error 4 found in the insulin pump history file due to software error.